Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient reported they stopped using their device 2-3 years ago because it didn't help them since date of implant. They stated that the implant "worked as far as tightened, buzzing, electrocuting me, you name it", but the therapy was not effective for them since date of implant. Agent attempted to clarify if they were getting electrocuted or if they were referring to normal feeling of stimulation and they stated they mean they were feeling a "real sharp" stimulation and then they would decrease stimulation and then it wouldn't hurt. They stated they are going to have their implanted system removed at the end of april. They inquired about what to do with 3037 programmer. Reviewed programmer donation/disposal process. They also inquired if their ins battery is depleted. Patient services walked them through connecting with their ins on the call and following replacing programmer batteries they successfully connected with their ins and confirmed therapy was off. They stated they probably turned therapy off when they stopped using it. They stated they just received a call from medtronic to check on their battery to see if it's working. They were unable to clarify who called them. Additional information was received from the patient. They reported that the device needed to be set fairly high to help with bladder incontinence. If the setting was lower it didn't help. Higher setting was too painful. Explant scheduled for (B)(6) 2022.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.